Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% in-stent restenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). After crossing a 300cm non-bsc guide wire, a 7.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc device. No patient complications were reported.